Manufacturer narrative:
Sections with additional information as of 12-may-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 264, 288 and 143 mg/dl. The customer¿s expected am fasting blood glucose test result range is 75-100mg/dl and expected before dinner fasting blood glucose test result range is 150-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/29/2022; customer had been mixing strips from one vial to another. The customer did have another vial of test strips that had been stored and handled correctly, (B)(4), manufacturer's expiration date of 07/14/2022. During the call, a back to back blood test was performed by the customer fasting and produced test results of 171 mg/dl and 174 mg/dl using true metrix air meter; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history: (B)(6).